Event description:
It was reported when using the bd nano¿ 2nd gen pen needle, the user experienced the inability to deliver insulin. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: received voicemail from consumer stating, she's having an issue with 2nd gen pen needles. Returned call. Consumer reported, when attempting to take injection, no insulin flowed, she removed the pen needle. Stated, she started checking non patient end prior to attaching to pen stated she was unable to use at least 10 pen needles from box.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd nano¿ 2nd gen pen needle, the user experienced the inability to deliver insulin. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: received voicemail from consumer stating, she's having an issue with 2nd gen pen needles. Returned call. Consumer reported, when attempting to take injection, no insulin flowed, she removed the pen needle. Stated, she started checking non patient end prior to attaching to pen stated she was unable to use at least 10 pen needles from box.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd nano¿ 2nd gen pen needle, the user experienced the inability to deliver insulin. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: received voicemail from consumer stating, she's having an issue with 2nd gen pen needles. Returned call. Consumer reported, when attempting to take injection, no insulin flowed, she removed the pen needle. Stated, she started checking non patient end prior to attaching to pen stated she was unable to use at least 10 pen needles from box

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-02-16. H6: investigation summary: customer returned 25 used 4mm, 32 gauge nano pro pen needles. 2 of the pen needles featured teardrop labels identifying them as being from lot 1089833, but the rest were returned without labels. The pen needles were visually inspected prior to testing. All of the pen needles were found to have bent needles on the non-patient side of the hub¿s needle cannula. This damage would prevent testing for clogs since the needle cannot properly attach to the pen. As a result, the pen needles appear to be clogged during use. Based on the damage present, the needles bending may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd found that all of the returned pen needles had become bent on the non-patient side. This damage could resemble the needle being clogged as a result of insulin not passing through the needle. The root cause of the needles bending appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula. H3 other text : see h10.